Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977c265 serial# (B)(6) implanted: (B)(6) 2023 product type lead b3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on the patient was experiencing pain at the site of their implanted neurostimulator (ins).   No device issue was reported. When the rep obtains additional information they will provide it. Additional information was received from the manufacturer representative (rep). Rep reported that it was unknown when the patient (pt) first started noticing the pain at the ins site, the pt did not give an exact date. There were no external factors that may have caused the pain at the ins site. Pt saw provided during the week of 9/16. It was noted that the doctor submitted the patient for a pocket revision.

Event description:
Additional information was received from the manufacture representative. They reported that the hcp is still waiting on insurance approval and nothing has been scheduled yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.